Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of angina and restenosis, as listed in the multi-link 8 instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2011 during the procedure in the right coronary artery, a 3.5 x 28 multilink 8 was successfully implanted. The patient was reported as fine and stable. On (B)(6) 2011, the patient complained of chest pain. Repeat angiography revealed instent restenosis. Balloon angioplasty was performed; however, the physician stated an additional stent will need to be implanted for treatment of the restenosis. Reportedly, the patient cannot financially afford a drug eluting stent; therefore, re-intervention is undetermined. No additional information was provided.